Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) was confirmed. As received, the charger was unable to charger a battery pack. Upon investigation, the q1 transistor was internally shorted. The cause of the inability to charger a battery pack is the shorted transistor. The root cause of the shorted component could be positively identified. No adverse event resulted form the defective charger/ model.

Event description:
A us distributor contacted zoll to report that charger/ modem sn (B)(4) was displays error code when charging a battery pack.